Manufacturer narrative:
Note: product reference 4433750 is not cleared in USA, but it is similar to the product reference 5433750 cleared under #510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with the specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the involved device was returned for evaluation. The catheter is broken in 2 pieces. The catheter rupture happened just after the connection ring, ie in the proximal part of the catheter. The diameters have been measured. All the measurements are compliant with the specifications. The catheter material has not deteriorated. No visible manufacturing defect is detected. Conclusion: no manufacturing defect was detected on the involved device. The rupture occured after the patient had a bad fall. This is an isolated case. According to the above mentioned information and in view the location of the rupture, the most probable root cause seems to be the shock during the patient's fall. As a very rare incident, no corrective action is envisaged.

Event description:
Catheter ruptured after a patient bad fall.